Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (severe valvular calcification, low lmt ostium height) likely contributed to the stenosis of the lmt and subsequent placement of a stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, prior to deployment of a 26mm sapien 3 valve, the height of the left main trunk (lmt) was noted to be 10.0mm. Two (2) guiding wires were inserted from the right coronary artery (rca) to the left anterior descending (lad) for protection. A sapien 3 valve was deployed in a final 70:30 aortic/ventricular (a/v) position. Post valve deployment, arterial blood pressure (abp) did not recover from the 70¿s mmhg. An intra-aortic balloon pump (iabp) was inserted from the left femoral artery. Coronary angiography (cag) showed a delay of coronary flow to the lad. Intravascular ultrasound (ivus) showed lmt stenosis. Balloon angioplasty was performed and a stent was placed. Following the placement of the stent, the blood pressure recovered to the 90¿s mmhg. Following confirmation that the lmt stenosis was resolved by ivus and aortography, the procedure was completed. The valve remains implanted in the patient. The native annular diameter measured 21.1mm by tte. Severe valvular calcification and no aortic root calcification was reported. The left main trunk (lmt) ostium height measured 10.0mm.